Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis cannot be completed; the device will not be returned.

Event description:
It was reported, ¿regret to say that I have a problem with the last air vance patient. Basically, I placed the anchors too high on the mandible. One of the hyoid sutures, the one on the right, has become exposed intraorally. The symphyseal anchor was too high also and the tip of the anchor was exposed in the mouth and had to be reduced. I already did this. I¿m disappointed in this technical mistake. In the future I think it may be beneficial to confirm to location with an endoscope prior to securing the anchors rather than doing it blindly. So I correct this I think I¿m going to have to remove the hyoid suture on the right side which means we¿ll lose the hyoid suspension. So my thought is simply to repeat the hyoid suspension part again.¿ the patient had developed a fistula and infection at the incision site, and returned to surgery to have the sutures removed and fistula treated. The doctor confirmed that he did not believe there was anything wrong with the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.